Manufacturer narrative:
Philips service replaced the c-arc bodyguard interface box, potentiometer assy, rotation drive, and clea extension board 2, recalibrated the system, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that tube rotation failure occurred during patient examination due to potentiometer out of tolerance on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.